Event description:
Country of complaint: (B)(6). Thread breaks during knotting.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Cassettes received: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily because the cassette is already open and the thread is degraded. Thread degrades by hydrolysis due to humidity, therefore it must be used within 4 months once opened. Opening date written on the cassette received is (B)(4) 2014 and reception date is (B)(4) 2014. Product was open and used within stipulated 4 months. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Stability tests performed guarantee product properties within 4 month after opening the cassette. Unable to confirm if cassette was manipulated out of manufactures possession. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.